Event description:
It was reported that pump quick bolus and wake button did not function as expected, and pump display did not turn on unless pump was plugged into power source. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.